Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, while dissecting the sigmoid colon, the reload only fired until 10mm then stopped firing further. The surgeon removed the reload then performed anastomosis through suturing. The surgical time was extended for 2.5 hours as the surgeon had to clean the colon and perform the manual anastomosis.